Event description:
It was reported that when the surgeon pulled the inserter out the metal screwdriver mechanism broke off and was left behind in the implant. The surgeon used a grasper and removed the metal piece which broke off. The implant was left in with satisfactory fixation.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent additional information about the patient.